Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was referred to a general surgeon for a diagnosed abscess. For treatment, the doctor drained and packed the area. The patient was sent home with antibiotics. For treatment, the patient was given sulfamethoxazole trimethoprim at 800 mg to take 2 times per day for 7 days. The pod was worn longer than 48 hours on the arm. The patient was discharged after 20 minutes.